Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations of nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec.

Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. Nurse manager, called and emailed stating that a blood leak had occurred on (B)(6) 2014. The leak was visually observed. Estimated blood loss was 200cc's. No medical intervention was required. Sample has not been returned to the MFR; sample is not available.